Event description:
It was further reported that the patient experienced diaphragmatic stimulation.the left ventricular (lv) lead outputs were lowered. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on (B)(6) 2014. The physician reprogrammed the polarity. The patient then reported diaphragmatic stimulation again in (B)(6). The left ventricular (lv) lead outputs were lowered twice. The lead remains in use and no patient complications have been reported as a result of this event. The patient is part of the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).